Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon device interrogation, the right ventricular lead exhibited high impedance and failure to capture. It was suspected that the lead was fractured. The patient presented on (B)(6) 2019 for procedure and the lead was capped and replaced. The patient was stable post procedure.